Event description:
The pt is reportedly experiencing sound quality issues and facial nerve stimulation. External equipment has been exchanged and programming adjustments have been made; however this has not resolved the issues. Revision surgery has been scheduled.